Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a right ventricular lead that exhibited high capture threshold. It was noted that the pacemaker changed out as a result of high capture threshold and the lead was reprogrammed. The patient was stable.

Event description:
New information received notes that the patient presented for a follow up in clinic.